Event description:
Risk manager reported air embolism in patient related to air-in-line (ail) below the alaris pump module, with no alarm noted. States that per nurse's report, primary of lactated ringers was infusing with empty rocephin secondary bag hung higher. States set was properly primed with adequate fluid in tubing. Nurse increased rate to 999 ml/hr in prep for epidural insertion. After 5 minutes of bolus, patient noted many intermittent bubbles in tubing below the pump. Nurse paused infusion and went to get a syringe to withdraw air; came back and found patient sitting up and coughing. Air embolus was then verified by echo doppler test. Patient was kept positioned on side and unspecified surgery scheduled for that day was postponed for 1 day so patient could be monitored. Surgery was done the following day with no long term adverse effect or serious injury to the patient. Upon questioning, ail was noted to be intermittent, not 1 long column. The reporter does not know what length or suspected volume of air was in tubing. Discussed possible causes of ail. The reporter did not know ail settings in the data set or whether ail accumulator is enabled. No additional information was available.

Manufacturer narrative:
Manufacturer's report date: 4/08/2009. Patient information requested and all available information is included. This report was filed by the manufacturer. The product has been requested to be returned for evaluation. It has not been received. A follow up will be submitted if further information is obtained.